Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent migration and additional intervention occurred. The patient was diagnosed with coronary artery disease (cad). A percutaneous transluminal coronary angioplasty was performed on a de novo left anterior descending artery (lad). A 28 x 2.75 promus premier select stent was deployed in the lad. After the procedure was completed, while withdrawing the guide catheter, a stent migration to the descending aorta was observed, which was then removed from the patient with the help of a snare. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable at the end of the procedure and was stable following the procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: promus select ous mr 28 x 2.75 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent migration and additional intervention occurred. The patient was diagnosed with coronary artery disease (cad). A percutaneous transluminal coronary angioplasty was performed on a de novo left anterior descending artery (lad). A 28 x 2.75 promus premier select stent was deployed in the lad. After the procedure was completed, while withdrawing the guide catheter, a stent migration to the descending aorta was observed, which was then removed from the patient with the help of a snare. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable at the end of the procedure and was stable following the procedure. It was further reported that the target lesion was 80%-90% stenosed, mildly tortuous and non-calcified. The lesion was pre-dilated with a balloon catheter. There could be a wire entanglement that have caused the stent migration post deployment.